Manufacturer narrative:
The serial# reported in the initial MDR was incorrect. The correct serial# for the reported issue is sn# (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) drive regulator would not calibrate. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The iabp unit failed regulator calibration test and unable to go up to 420mmhg. The calibrating pressure, unit would up to 50 seconds to build up to 390mmhg. The fse replaced the scroll compressor and filters. The iabp unit raises pressure to 420mmhg, and responds immediately to pressure regulator calibration. The fse completed pm, all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) drive regulator would not calibrate. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) drive regulator would not calibrate. There was no patient involvement, and no adverse event reported.